Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) via a manufacturer representative reported a consumer¿s device site was reddened and hot that occurred during device follow-up. The consumer felt it got hotter and redder when stimulation was turned on, there was no pain. No factors noted to have contributed to the event. Troubleshooting included determine if there was a difference in materials between implanted device and previous device. The representative was to meet with the consumer to print out the logs to see if any events or incidences were noted. The hcp gave the consumer a steroid cream and the consumer turned the device off. Information received from the representative reported the consumer complained of heating and discomfort at the ins pocket site. The consumer had been woken during the night due to heat and pain in the area, no exudate, and systemic temperature of 37.5 c (99.5 f). All impedances were fine, confirmed unlikely to be an allergic reaction, and the hcp did not believe it was an infection. Additional information received from the representative reported that the irritation and heating did not start immediately, rather approximately 4-5 weeks after implant, gradually. This replacement device was moved deeper and higher than the previous device. The consumer had falls, but had not knocked the area where the device was. With respect to the consumer¿s method of recharging it was noted that his arm fit over the top of the recharger and kept it in place. He was having to charge longer with this device than the other device, but that had improved with time. He charged for 1.5 hours each morning to get the battery to 25% charge and it was in a comfortable position. The consumer left the recharger antenna in place longer while not charging. The device site was itchy, but the consumer did not itch the site. Review of the data indicated that the consumer had only had stimulation on for a total of 5 days and 12 hours during the 4 months since implant; thus had been only using stimulation 12% of the time. The file diagnostics indicate there were no rapid battery depletions that would have been necessary for the ins to internally heat up over the past 36 days (e.g., due to an internal hybrid short). During this time the ins current drain and heat dissipation have been normal according to the product specifications. The 188 microwatts of energy dissipation that this ins has been experiencing during this time period would be imperceptible by the patient (the resulting increase in ins temperature would be less than 0.01 degrees c).

Event description:
Additional information received from the representative reported the consumer saw another physician on (B)(6) 2016 who biopsied the device site. The consumer would be returning to the original physician on (B)(6) 2016 for results. Information received reported the consumer saw the doctor and the plan was to revise the system by moving where the device was placed and put it in a pouch. Further info received reported the doctor was hoping the revision would take place on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported that on (B)(6) 2016 the doctor repositioned the ins from the left pectoral muscle down to the consumer's left abdomen. Two extensions were used to connect the leads to the ins, the ins was placed in a pouch, and stitched in as per normal. The representative saw the consumer the next day, turned on the ins, and the consumer was happy with stimulation that he was getting. When the doctor opened the pocket, he said it looked clear of infection, but also said there were signs of inflammation. The doctor took swabs to see if something grew; however, no results had been shared yet.

Event description:
Additional information received from the representative reported the consumer's new device site had become painful, reddened, hot, and swollen with some weeping at the wound site. According to the consumer, the swabs from the procedure had come back negative for infection; however, the representative had yet to hear this result from the doctor. The representative would be meeting with the consumer and the doctor.

Manufacturer narrative:
Concomitant products: product ID: 37081-20, serial# (B)(4), product type: extension.

Manufacturer narrative:
Device analysis for (B)(4) revealed no significant anomaly. The ins was functionally okay. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported that the patient returned on (B)(6) 2016 for a revision/replacement of the system. Upon opening of the device pocket, one lead measured >10,000 ohms at pocket site as well as at extension attachment site. Other cervical epidural lead had normal impedances. Lead with normal impedance was attached to a new device. The patient will return to surgery for replacement of faulty lead at some stage in the future.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The correct date that the patient returned to surgery is (B)(6) 2016.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the company representative (rep) that approximately six weeks after implant the patient complained of slight device reddening, heating, and difficulties recharging. The swabs taken were sent to a dermatologist for allergy testing, with all material in the device tested on the skin, with no positive reaction seen. The patient continued having issues, mainly when the ins was turned on and with recharging, with device site becoming more red and hot when doing these things. During device testing in the room following the (B)(6) 2016 revision, both leads tested >10,000 ohms impedance. When the patient returned to surgery on (B)(6) 2016 (follow up is being performed as the date is conflicting to the previous report of (B)(6) 2016) to replace the ins and test leads externally. The lead with high impedances was left unplugged from the ins. Programming occurred afterwards and the rep was able to target the area required with just the one lead. The patient was discharged from the hospital the next day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.